Event description:
A coronary stent with delivery system was successfully advanced, with difficulty, to the target lesion site located in the pt's calcified circumflex artery. During the initial inflation attempt, the balloon ruptured at approximately 4 to 5 atmospheres of pressure. Upon withdrawal of the sds, the stent was observed to be missing from the balloon catheter. Another balloon catheter was utilized to successfully retrieve the embolized stent. Subsequently, a dissection was observed in the circumflex artery and the pt was sent for emergent coronary artery bypass surgery. Surgery was successful. There were no additional complications relative to this event.